Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
The facility reported that there were lost images during a case. No patient injury reported.